Manufacturer narrative:
Reported event of a stretched helix was confirmed while the reported events of a connection problem or a separation failure could not be confirmed. Visual inspection noted the outer and inner helixes were stretched out of specification. The outer and inner helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an initial implant procedure of a leadless pacemaker system on (B)(6) 2026. During the initial attempt to implant the ventricular leadless pacemaker (vlp), it was noted there was a docking issue with the delivery catheter (dc). The vlp was exchanged a new vlp was successfully implanted. The physician encountered difficulties finding an appropriate location to fixate the atrial leadless pacemaker (alp). Upon finding a location, it was noted the alp could not be released from dc. Additionally, it was noted the dc would not transition from short tether mode to long tether mode. The activation failure of the tether mode was confirmed via fluoroscopy. While retrieving the alp, the physician encountered docking issues with the dc. The alp was eventually retrieved and it was visually observed that the helix became stretched. The physician believes the stretching of the alp helix may have been due to interaction with the atrial appendage. The alp and dc was exchanged and a new alp and dc was used. During this second alp implant attempt, no suitable location could be obtained to fixate the alp. Upon finding a suitable location, it was noted the alp could not be separated from the dc. The alp implant attempt was abandoned. Post-procedure it was noted the patient developed cardiac perforation leading to pericardial effusion which required pericardiocentesis to drain excess blood. Subsequently the patient experienced cardiac arrest and passed. The physician believes the adverse effects experienced by the patient during this procedure is likely related to the patient's physical condition and the effects of administered medications, and the causal relationship with the implanted device is considered to be low.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.